Event description:
It was reported that the customer had blood glucose levels of 409mg/dl. It was also reported that the customer had issues with the sensor getting stuck in the serter. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.